Manufacturer narrative:
(B)(4). Correction-it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query/review of the complaint database revealed no other similar incidents reported for separations from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified mid circumflex artery. A 2.25 x 28 mm xience pro stent delivery system was being advanced to the lesion when the distal shaft separated. The separated portion was removed without issue. Another stent delivery system was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us.